Event description:
It was reported by the patient that there was an accumulation of fluid around their heart as well as swollen legs. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.